Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver boot tests were performed and passed. Functional tests were performed and the alarm/alert test failed. An alarm/alert manual test was performed and passed. An internal visual inspection was performed and failed due to assembly error. The performance data was reviewed finding error related to the complaint. The allegation was confirmed as no audio output. The probable cause was determined to be assembly error via product. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).